Event description:
It was reported post op, a adjustable gastric band procedure tubing was kinked. The port was replaced without any impact to the patient.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.